Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) had a centrally cracked display and an unresponsive touchscreen, and the user reported continued use of a dexcom g7 for glucose monitoring. Symptoms included no clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer interview, device history review, and arrangements for device return with data sync via the mobile app. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen and loss of touch function, indicating a mechanical damage-related device problem affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.